Event description:
Approximately 24 ml of medication loaded in 30 ml syringe was intended to infuse in one hour, but infused in only 12 minutes due to inadvertent entry of the labeled medication dose (121.8 mg)as the volume requested by the syringe pump.====================== health professional's impression======================during programming, the correct drug was selected from the pump's library, then the pump requested the desired volume to infuse. The incorrect amount was entered, but the selected drug had no maximum or minimum values assigned in its library, therefore no means existed to flag an extremely high, erroneous value. The pump correctly recognized that a 30 ml syringe was loaded, yet the pump's default volume limits would have allowed up to 500 ml of programmed volume. Even though there could be legitimate reasons for entering large volumes (e.g., intended infusion of several syringes), it would be helpful if the pump prompted the user to recognize when the entered volume is greater than the syringe capacity, as a check against possible error. In this case, lack of max/min limits in our hospital-developed library and lack of a warning for volume greater than the recognized syringe combined to allow the overinfusion to occur.====================== manufacturer response for syringe infusion pump, medfusion======================MFR accepted for consideration the suggestion that the software be modified to include some type of warning to the user that the entered volume is greater than the syringe volume, in case it is a mistake.